Event description:
Healthcare professional reported via national breast implant registry "wrinkling/rippling". This record is for right side. The device was explanted.

Manufacturer narrative:
The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.